Manufacturer narrative:
(B)(4). Follow up for device evaluation. One syringe was reported to have a black substance on the tip and threads. To support the investigation, one sample without flow wrap packaging and three photographs were received for evaluation by the quality team. Visual inspection at 10x and 30x magnification identified a dark colored particle adhered to the upper surface of the syringe barrel luer lok. The particle measured approximately 3/32 inch and appeared consistent with a piece of filter. The three photographs corresponded to the returned sample. No additional defects or imperfections were observed. This condition could occur if a filter fragment became dislodged following a repair or equipment maintenance. A device history record review was completed for material number 306546, lot 5261624. The review did not reveal any quality issues during production that could have contributed to the reported condition, and there were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer reported condition is confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml reg pr saline 10ml fill contained foreign matter. 1 syringe that has a black substance on the tip of the syringe and it is also on the inside threads of the syringe.